Manufacturer narrative:
Investigation: samples received: 6 closed cassettes and one open cassette to analyze. Additionally, we have received 2 closed and 1 open cassettes more of the same batch for analysis. Analysis and results: there are no previous complaints of the same reference-batch. We have received four different cases from the same customer regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. We have received a total of 7 closed cassettes and 2 opened to analyze these four cases. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirement of the b. Braun surgical (bbs): 14.07 kgf, 16.75 kgf, 16.52 kgf, 17.92 kgf, 17.24 kgf, 17.27 kgf and 15.64 kgf in average (bbs requirement: [?]11,50 kgf in average). There are no ep/usp limits for this size. The cassettes received fulfil the finished product specifications and raw material specifications for the affected batch. Nevertheless, considering that the root cause is under investigation and the potential impact of such units corresponding to the affected batches, bbses decides to implement a contention measure proposing a recall of that batches as bbses assessment indicates that the risk is too high to keep such units in the market. In parallel, a CAPA is opened for further investigation. Final conclusion: cassettes received fulfilled raw material and finished product specifications. Therefore, at this time we cannot confirm the cases until the root cause is identified. Actions on distributed product of this reference/batch: recall of this code-batch from the market as a contention measure. Corrective/preventive actions: a CAPA has been opened. Associated medwatches: 3003639970-2019-00518; 3003639970-2019-00517; 3003639970-2019-00497.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K991223. When additional information is received a follow up report will be submitted.